Event description:
Per the clinic, the patient sustained an impact to the head on (B)(6) 2012, and subsequently experienced intermittencies and a performance decrement. The issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on august 21, 2013.